Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") in a (B)(6) year-old female patient who had essure (batch no. 664440) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo for confirmatory test" in (B)(6) 2010. The patient's past medical history included spontaneous abortion, genital warts and anxiety. Concurrent conditions included overweight. Concomitant products included intrauterine contraceptive device (iud nos) for contraception nos as well as alprazolam (xanax) since 2015, cyproheptadine since 2010 and diphenhydramine hydrochloride (benadryl). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bacterial vaginosis ("bacterial vaginosis"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight decreased ("weight loss") and constipation ("constipation"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she underwent bilateral salpingectomy for removal of the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, vaginal haemorrhage, bacterial vaginosis, female sexual dysfunction, migraine, nausea, dysmenorrhoea, vaginal discharge, weight decreased and constipation outcome was unknown and the pelvic pain, menorrhagia, headache, dyspareunia and fatigue had resolved. The reporter considered bacterial vaginosis, constipation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, perforation, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: current weight (B)(6) lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, salpingitis." Most recent follow-up information incorporated above includes: on 13-jun-2018: reporter information was added. This case concerns (B)(6) years old patient. Her historical/concurrent condition was added. Essure insertion and removal date were added. Essure indication was added. Essure lot number was added. Concomitant medications were added. Per pfs; following events: abnormal bleeding (vaginal/ menorrhagia); bacterial vaginosis); apareunia (inability to have sexual intercourse); migraines; headaches; nausea; dysmenorrhea (cramping); dyspareunia (painful sexual intercourse); vaginal discharge; fatigue; weight loss; constipation and she did not undergo for confirmatory test were added. She had recovered from following events: painful intercourse; headaches, pelvic pain; heavy bleeding and fatigue. Incident at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") in a 33-year-old female patient who had essure (batch no. 664440) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo for confirmatory test" in (B)(6) 2010. The patient's past medical history included spontaneous abortion, genital warts and anxiety. Concurrent conditions included overweight. Concomitant products included intrauterine contraceptive device (iud nos) for contraception as well as alprazolam (xanax) since 2015, cyproheptadine since 2010 and diphenhydramine hydrochloride (benadryl). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bacterial vaginosis ("bacterial vaginosis"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight decreased ("weight loss") and constipation ("constipation"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she underwent bilateral salpingectomy for removal of the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, vaginal haemorrhage, bacterial vaginosis, female sexual dysfunction, migraine, nausea, dysmenorrhoea, vaginal discharge, weight decreased and constipation outcome was unknown and the pelvic pain, menorrhagia, headache, dyspareunia and fatigue had resolved. The reporter considered bacterial vaginosis, constipation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, perforation, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: current weight 170 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, salpingitis". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the perforation and pelvic pain outcome was unknown. The reporter considered pelvic pain and perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.